Event description:
It was alleged that during a cholecystectomy the insufflator shut down and the pt had to be opened. It was reported that the case was completed successfully after converting to an open procedure and the pt is now doing fine with the exception of having extra recovery time.